Manufacturer narrative:
Product is scheduled to be returned but has not been received in by manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer file reference (B)(4). Product not returned.

Event description:
The customer contacted us via e-mail. The customer states "nivy and eric the anm emailed me about a failed bed alarm. The patient fell on (B)(6) at about 10pm. I went to pick it up and it was the sensormat. I brought it to my area and tested it and it was indeed defective. Only about ~ of the sensor activated an alert when pressure was applied. They switched the sensor pad out and the alarm is working fine. Nivy is out until wednesday. I emailed back to see if the patient was on a special mattress so waiting to hear back. Do you want the sensor mat? I have it at my desk. She is going to fill out a failed medical device form. She has done these in the past for the stanley's." No lot# or gtin information was available. Pad was available for return.